Event description:
The customer reported that while reprocessing his olympus hd camera head, it was discovered that unit was producing a noisy image. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the noisy image was not confirmed. Based on the results of the investigation, the root cause of the noisy image could not be determined. Olympus will continue to monitor field performance for this device.